Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluation of these photos did not showcase the indicated failure mode. Additionally, ten retained samples were functionally tested and no difficulty in piercing the stoppers occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective stopper molding. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the stopper on an unspecified number of tubes was unable to be pierced by the analyzer for sample aspiration. No adverse impact was reported regarding the patient or use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2 mg plus blood collection tubes, the stopper on an unspecified number of tubes was unable to be pierced by the analyzer for sample aspiration. No adverse impact was reported regarding the patient or user.